Event description:
It was reported that the thoracic grasper instrument was not working properly during a da vinci si robotic upper lobe wedge resection procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint of not working properly. Failure analysis observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were 0.121 from distal end of the tube. The scratches were .040 - .127 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, main tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.